Event description:
(B)(4): it was reported that the vertier table is not powering on and the hand control and override panel are not working. There was no report of any patient involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. The actual device was evaluated in the field on (B)(4) 2012. Evaluation summary: through evaluation of the device by a field service representative, it was concluded that the motion process controller (mpc) was no longer functioning, which led to the reported event of the table not functioning. The mpc controls the articulations of the table. If this component fails, the table may no longer be able to articulate from either the hand control or the override panel, as was reported in this instance. The root cause for this event remains under investigation. For this event, there was no patient involvement and no adverse consequence reported as the table was allegedly not powering on in order to be used.